Manufacturer narrative:
H11: additional manufacturer narrative: updated sections : b7, g3, g6, h2,h6 ( type of investigation) corrected sections : b5, h6 ( component code , clinical code, device code, investigation findings and investigation conclusions) stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia (hld). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported and learned through investigation that a patient with a 25mm 8300ab aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 4 months due to regurgitation and stenosis. Patient presented with heart failure. The procedure was performed with a 26mm 9750tfx transcatheter valve. Patient was stable and was discharged on pod#2. This is an 80-year-old male patient.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 8300ab aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 4 months due to regurgitation. The procedure was performed with a 26mm 9750tfx transcatheter valve.